Event description:
It was reported that the customer's has bent cannulas, and she is not getting any alarms that the insulin pump is not delivering insulin. Customer's blood glucose level at the time 200mg/dl. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).